Manufacturer narrative:
Date sent: 10/24/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the tip of the tissue pad became loose and was coming off the tip of the jaws. Another device was used to complete the case. There was no adverse consequence to the pt.